Manufacturer narrative:
At the date of the present report, the unit has not been returned to sorin group (B)(4) for investigation. Sorin group (B)(4) manufactures the primo2x oxygenator/system. The incident occurred in (B)(6). Sorin group (B)(4) received a report that, upon coming off of the cardiopulmonary bypass, blood was noticed in the lines of the heater-cooler device and the perfusionist suspected a blood to water leak from the primo2x oxygenator. The device was not changed. There was no report of patient injury. The investigation is on going. A follow-up report will be sent when the investigation is complete. Device not yet returned by customer.

Event description:
Sorin group (B)(4) received a report that, upon coming off of the cardiopulmonary bypass, blood was noticed in the lines of the heater-cooler device and the perfusionist suspected a blood to water leak from the primo2x oxygenator. The device was not changed. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x oxygenator/system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, upon coming off of the cardiopulmonary bypass, blood was noticed in the lines of the heater-cooler device and the perfusionist suspected a blood to water leak from the primo2x oxygenator. The device was not changed. There was no report of patient injury. The involved unit was returned to sorin group USA for evaluation. Visual inspection did not identify any defects or abnormalities. The oxygenator was returned to sorin group (B)(4) for further investigation. The device was leak tested in a simple circuit and the reported leak was confirmed. Additional testing confirmed a leak was present at both the water and blood compartments. The heat exchanger of the returned oxygenator was disassembled and the stainless steel membrane was inspected with secondary electron (se) imaging and back scattered electron analysis. Se imaging identified a pin hole in the stainless steel membrane. Corrosion and material deposit was observed in the immediate proximity of the hole. The results of higher resolution imaging suggest that the material was chemically degraded. The back scattered electron analysis identified the deposit around the hole to contain iron oxides. Small traces of other elements not originating from the stainless steel were also identified. Evidence of slight plastic deformation of the membrane was also observed, which can favor the corrosion process. Based on the results of the investigation, sorin group (B)(4) has concluded that the most probable cause of the hole formation and subsequent leak was corrosion of the stainless steel membrane. The DHR of the returned unit and relevant subassembly were reviewed. No deviation or non-conformities relevant to the reported issue were identified. A CAPA project was concluded in march 2015 and corrective actions have been implemented to introduce a hydrokinetic washing machine into the manufacturing process to reduce the presence of foreign particles that could lead to mechanical damage of the membrane and potentially result in corrosion. Sorin group (B)(4) will continue to monitor for effectiveness of the corrective action.